Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the erbe integrated electrosurgical unit (iesu) to correct the problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy and endometriosis resection surgical procedure, the customer contacted technical support to report that the erbe integrated electrosurgical unit (iesu) displayed errors m-32 and c-34 in monopolar coagulation mode. The technical support engineer (tse) instructed the customer to change the monopolar port, check the erbe power connection, and restart the device, however, the issue persisted. The tse inquired whether the customer would like to set up a third party esu for the procedure. The surgeon indicated that it was possible to continue the procedure without using this function. The procedure was resumed and completed as planned with no injury or death reported. The tse advised the customer to install and use a third party iesu in monopolar mode for future procedures. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe integrated electrosurgical unit (iesu) was analyzed and the customer reported complaint was confirmed. A review of the logs found error c-34 confirming the issue occurred in the field. Upon visual inspection, no issues were found related to the reported event. The unit was placed on a well-known system and presented error c-34 on start-up. The probable root cause is attributed to faulty electrical components inside the erbe iesu indicated by errors such as c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.